Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/22/2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry suffered a full restricted supraspinatus tear and continued weakness. The patient was implanted with the eclipse system on (B)(6) 2023 and was revised to a different type of arthroplasty on (B)(6) 2024. The event was indicated as unrelated to trauma and probably unrelated to the eclipse implant system.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.